Manufacturer narrative:
Device not explanted.

Event description:
Received information from persist avr registry about fraang1tps003036, a (B)(6)-year old, male patient. On (B)(6) 2018, a percival valve pvs27 was implanted via full sternotomy. A concomitant CABG procedure was performed. The site indicated an adverse event ae 1 - arrhythmias and conduction disorders - av block iii that occurred on the same day. The final sae outcome was reported as recovered/resolved. A pacemaker was implanted on (B)(6) 2018.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model#: icv1211 , s/n#: (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model#: icv1211) perceval heart valve at the time of manufacture and release. Based on internal clinical assessment, the relationship of the device to the identified conduction disorder was deemed to be unknown. The event was therefore reported in a conservative manner. The complete manufacturing and material records review confirmed that this valve satisfied all material, visual, and performance standards required for a perceval sutureless aortic heart valve model#: pvs27 at the time of manufacture and release. As the device remains implanted no further investigation is possible at this time. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is therefore a known, inherent risk of the procedure; however, the root cause of this event remains unknown.